Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory via review of device image. The reset was reproduced during temperature chamber testing and traced to the hybrid. The cause of the reset was due to an anomalous component on the hybrid. (B)(4).

Event description:
It was reported that the device was found to be in back up vvi mode while still in box.